Event description:
It was reported that the amia automated pd cycler set leaked in an unspecified location. The patient noticed their floor was wet. This occurred during drain one of peritoneal dialysis (pd) therapy. Renal therapy services (rts) advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.